Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using pod4s. During the procedure, the physician advanced a pod4 to the target location using a lantern delivery microcatheter (lantern). The physician then decided to retract and remove the pod4 because the physician did not like the way it fit in the target location. While retracting, the physician felt slight resistance and then noticed that the pod4 had unintentionally detached within the lantern. Therefore, the lantern was removed with the pod4 inside. The procedure was then completed using a new coil and a new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on feedback provided by the senior product evaluation engineer on (B)(6)2019. Section b. Box 5. Describe event or problem results: the pet lock was intact on the proximal end of the pusher assembly. The pe fiber that attached the constraint sphere and embolization coil was fractured and the constraint sphere was within the pusher assembly distal detachment tip. The embolization coil was unraveled at its proximal end. The introducer sheath was not returned with the device. Conclusions: evaluation of the returned pod4 revealed that the pe fiber was fractured and the embolization coil was damaged. If the embolization coil is forcefully retracted against resistance, the pe fiber may become fractured and the embolization coil may become unraveled. The lantern identified in the complaint was not returned for evaluation. The root cause of the initial resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery (iia) using pod4s. During the procedure, the physician advanced a pod4 to the target location using a lantern delivery microcatheter (lantern). The physician then decided to retract and remove the pod4 because the physician did not like the way it fit in the aneurysm. While retracting, the physician felt slight resistance and then noticed that the pod4 had unintentionally detached within the lantern. Therefore, the lantern was removed with the pod4 inside. The procedure was then completed using a new coil and a new microcatheter. There was no report of an adverse effect to the patient.